Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the insulin pump had error. The customer's blood glucose value was 304 mg/dl and 320 mg/dl. The customer treated with 7u correction and manual injection. The insulin pump had power error detected alarm. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer did got a pump error, was able to clear but was not able to do the rewind process. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device error 25 found in history file due to connector resistance issue.